Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the pt had an unexpected postoperative refractive outcome. The surgeon is uncertain as to why the outcome was off target or if there will be further surgical intervention. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).